Event description:
On (B)(6) 2009, this pt was treated with hybrid arch reconstruction during an elephant trunk procedure utilizing a gore tag thoracic endoprosthesis and boston scientific 32mm hemashield elephant trunk device. On (B)(6) 2010, cta confirmed the presence of a symptomatic type ii endoleak. The pt was also complaining of back pain. The films have been forwarded to imaging services. The pt is scheduled for a f/u aortogram. On (B)(6) 2010, an add'l procedure was performed whereby a large intercostal artery and the aneurysm sac were successfully coil embolized. Completion angiography revealed no further endoleak and the patients back pain lessened. A f/u cat scan will be performed in two weeks.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.